Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision at both distance and near. The iol was found to have dislocated in the sulcus and was exchanged for a monofocal lens in a secondary procedure. Additional information was provided by the surgeon who performed the iol replacement stating "I have not complained about the implant, and I wasn't the original operating surgeon. I do not think there was a problem with the implant". No further details were provided. Additional information was requested.